Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot t000006 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: t000006, test base part number 190-430 / lot t000006. The lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot t000006 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is that substances in the sample itself may have interfered with the reaction. Please reference all related MFR. Report numbers: (B)(4)through (B)(4). (B)(4)through (B)(4).

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related cases: (B)(4).

Event description:
The customer reported five false positive results with the ID now covid-19 assay on (B)(6) 2021. The sample type was not available by the customer. Technical services (ts) provided the decontamination procedure as well as sensor optic cleaning protocol. No adverse patient effects were reported. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive result 1 of 5.